Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device successfully downloaded traces and history file using thump. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. The following were noted during visual inspection: minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 350 mg/dl. The user alleged the insulin pump was under delivering insulin. The insulin pump was working as it should be but customer was not happy with it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.